Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic laparoscopic prostatectomy, when stapling the dorsal venous complex, the 1st device would not close on tissue and another device was opened from the same lot and partially fired with poor staple formation. Another handle and reload from different lot was used to complete the case. There was no patient harm.